Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported an issue with the insulin pump, via phone call. The customer's blood glucose at the time of the phone call was 600 mg/dl which was treated with manual injection. The customer did not receive a low battery alert prior to the replace battery not alarm. The caller stated that the insulin pump had been dropped and the reservoir compartment was damaged. The caller declined any type of troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Unit was received with detached reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay.